Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013, as part of the post (B)(6) clinical study. This complaint is being reported based on the event of acute bronchitis treated with antibiotic. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the left and right upper lobes on (B)(6) 2013. The procedure was completed successfully with no issues. On (B)(6) 2013, the patient experienced an event of hemoptysis and visited the emergency room. The patient was treated with prednisone and a z-pak prophylactically. The event was considered resolved on the same day. In addition, on (B)(6) 2013, the patient was diagnosed with acute bronchitis. The patient was treated with a prednisone taper and bactrim. The event was considered resolved as of (B)(6) 2013. Baseline spirometry values: visit date: (B)(6) 2012, pre-bronchodilator fev1: 2.81 fev1 % predicted: 74.34 fvc: 4.10 fvc % predicted: 90.91 post-bronchodilator fev1: 3.08 fev1 % predicted: 81.48 fvc: 4.52 fvc % predicted: 100.22 "additional information received since (B)(4) 2013" it was previously reported that the event of hemoptysis was treated with prednisone and a z-pak prophylactically. However, new information received from the complainant indicates that no intervention was required for the event of hemoptysis.

Manufacturer narrative:
(B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent (B)(4).

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(6) study. This complaint is being reported based on the event of acute bronchitis treated with antibiotic. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the left and right upper lobes on (B)(6), 2013. The procedure was completed successfully with no issues. On (B)(6), 2013, the patient experienced an event of hemoptysis and visited the emergency room. The patient was treated with prednisone and a z-pak prophylactically. The event was considered resolved on the same day. In addition, on (B)(6) 2013, the patient was diagnosed with acute bronchitis. The patient was treated with a prednisone taper and bactrim. The event was considered resolved as of (B)(6) 2013. Baseline spirometry values: visit date: (B)(6), 2012. Pre-bronchodilator; fev1: 2.81; fev1 % predicted: 74.34; fvc: 4.10; fvc % predicted: 90.91. Post-bronchodilator; fev1: 3.08; fev1 % predicted: 81.48; fvc: 4.52; fvc % predicted: 100.22.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.